Manufacturer narrative:
The inserter was returned with its tip broken off. The tip fragment was not returned for evaluation. The inserter was subsequently submitted for fracture analysis. Optical imaging of the inserter¿s fracture surfaces show torsional shear markings following a circular pattern indicating torsional overload. No material defects of other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is torsional shear failure due to unexpectedly high forces placed on the inserter during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left voicemail. Instrument broke during surgery. The screwdriver tip broke off when the surgeon was provisionally tightening the set screw. The tip was retrieved from the womb and delivered to sterile processing to be cleaned along with the driver. However, the tip was lost during the cleaning process.